Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturing representative (rep) reported that the revision occurred because the battery was placed a little deeper in the tissue, at the patient's request. There were no implant changes, just repositioning of the implantable neurostimulator (ins). The patient had been doing well since. There were no revisions or procedures since then. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a revision did not take place, but that the patient wanted to have their device checked after a fall (captured in 701565651). Additional follow-up was conducted to provide further clarification on the revision.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported that the patient had a revision.